Event description:
It was reported that the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) experienced lead migration, with the leads shifting from the top of t8 to mid t8 and bottom t8 and shifting to the right. The patient reported stimulation in an undesired location, specifically coverage in the abdomen on the right side when the lower half of either lead was activated. The patient had not experienced much symptom relief since (B)(6) 2024, following a skydiving event. X-rays were ordered in (B)(6) 2025 to assess the situation. The upper portion of the leads was able to provide adequate coverage. The patient was instructed to try hd programming at home and to follow up if necessary or if a lead revision was desired. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-mar-2028, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.